Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device with a 6f sheath after a cardiac diagnostic angiogram procedure. Reportedly, after the proglide device was deployed, it could not be removed. A cut down was performed under general anesthesia to remove the proglide device. An atherectomy was performed due to heavy calcification of the vessel and surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.